Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a vet that a dog underwent a corneal suturing on (B)(6) 2019 and suture was used. During use for the eye, the suture was detached from the needle too easily. The surgeon used the suture by cutting the suture at the center. The needle was not a control release needle. There were no adverse consequences to the patient.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device pc6685 batch number, and no non-conformances were identified. Additional summary: it was received for analysis a detached needle and a needle-suture piece of product code v449, lot pc6685. During the visual inspection of two needles, the swage and attachment area were noted to be as expected. The barrel hole of the detached needle was examined and no suture remnant was noted and slightly marks were noted on the body needle. The suture piece was examined along of the strand and the impression of the swage area could not be observed due the ends were observed cut. Also, the other extreme of the needle-suture was examined and the swage and attachment area were noted to be as expected and a functional test was performed using an instron and the pull force were above the minimum requirements. According to the sample condition it was suggest an improper handling of the sample it was received for analysis an unopened representative sample of product code v449g, lot pc6685. During the visual inspection of the sample, no defects were found on the packet. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in report 2210968-2019-88820 and 2210968-2019-88824. Analysis results have been included in follow-up reports for each.